Manufacturer narrative:
Only the afp and joystick bracket were returned. The evaluator could not associate anything in the function or design of the returned parts with the text of the alleged event.

Event description:
Alleges consumer was driving in her apartment and the joystick swung down causing her to lose control and hit a wall.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Alleges consumer was driving in her apartment and the joystick swung down causing her to lose control and hit a wall.